Manufacturer narrative:
Hospital retained device.

Event description:
Physician reported that a cascadia an lordotic trial; size 8.5x22x8mm 6° disengaged from the inserter and fractured while in the disc space intra-operatively. The trial was removed and surgery was successfully completed after a 65-minute delay.

Event description:
Physician reported that the tip of a cascadia an lordotic trial disengaged intraoperatively leading to a 65-minute extension of surgery. The tip was extracted from the disc space and the surgery was successfully completed with no adverse consequence to the patient.

Manufacturer narrative:
The device was not returned for evaluation due to hospital limitations during covid-19 pandemic. Visual analysis of images of the device showed that the distal tip of the spreader was disengaged from the main body. Further investigation found the device to be non-conforming; although the spreaders require single-piece construction per their drawings, the supplier manufactured the instruments as two-pieces (tip and shaft), welded together. A product field action was initiated on 30 march 2020 and a letter with instructions pertaining to the removal and return of the product to stryker was sent to all affected consignees notifying them of the issue. Returned products will be scrapped.